Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material. The balloon material was jagged and uneven at the tear site. Slight deformation was visible to the distal tip. Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a nc euphora ptca balloon catheter to treat a patient's calcified ramus lesion. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated and the device did pass through a previously-deployed stent. The balloon was being used to post dilate the stent that was just placed. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the balloon burst during the first inflation after the physician applied an inflation pressure of 10 atm. The same inflation device was used with other devices pre-or post the inflation difficulties encountered. The device was not moved or re-positioned prior to the burst. There was a sudden drop in pressure noted on the inflation device and no blood came back into the endoflator. The balloon would not hold pressure. No difficulties were encountered when removing the device from the patient. The device was replaced by another manufacturer¿s product.